Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious bodily injury, mental and physical pain and suffering multiple surgeries, has been physically, emotionally and economically injured. No other info is available.